Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5033731) in united states on 04-mar-2014. She had essure (fallopian tube occlusion insert) inserted and experienced ovarian cysts, painful and irregular menstrual cycles and headaches. No information was given on the consumer's past drugs, concurrent conditions or concomitant medication. She is allergic to metals. On (B)(6) 2010 she had essure (fallopian tube occlusion insert) inserted; the lot numbers 685787 was provided. Since the insertion she started to experience ovarian cysts, painful and irregular menstrual cycles and headaches (considered as serious by the reporter). She had ultrasounds and many other visits with her physician about the possibility of essure being the issue with no luck; she intends to seek a second opinion. She did not have any of those symptoms before essure was inserted. The reporter's causality was not provided. Follow-up information received from consumer on 12-aug-2015 information was posted by consumer on FDA site ((B)(4)). Her medical history included 2 children and allergy to metals. Essure was inserted in (B)(6) 2010 and in (B)(6) 2011 her symptoms began. Because of the pain, she was having to undergo a hysterectomy at the age of (B)(6). According to her, (B)(6) 2015 will add another patient to the list of women who have had to undergo hysterectomy because of the damage essure has caused. Case upgraded to incident. Follow-up received on 28-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: 685787; production date: oct-2009; expiration date: oct-2012. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain and painful and irregular menstrual cycles. According to her, she will undergo a hysterectomy due to essure. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Abnormal bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the events started 6 months after essure insertion. No alternative explanation was provided. However, given event's nature causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident since a surgical intervention will be required for essure removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.